Event description:
It was reported that during a da vinci hysterectomy procedure, a broken cable was observed on the mega needle driver instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip close cable frayed, not completely broken, at the distal idler pulley. The frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable could likely cause or contribute to an adverse event, if the malfunction were to recur.